Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device powered down while being used on a patient. Another device was used. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Additional information received indicates that the customer did not return the device, however they did submit the device log files for review that observed that the vent did not power down during use. The event was associated with a coldfire board (cfb) failure. During the event, the device remained powered and ventilation delivery continued and the system appropriately generated alarms to alert the user. To address the cfb fault observed in the log, a field service engineer will be dispatched to replace the main board.